Event description:
The customer reports that there was a leak in the device. The incident occurred during the night at the pt's home. Covidien is attempting to collect further details surrounding the circumstances of this report.

Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report.